Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer after the device was plugged into a different outlet using a new power cable, which resulted in the device powering on. It was also noted that the ovmc facilities team would check the non-functional outlet. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, power cord was broken and required replacement as the wall outlet shorted out when the cable was damaged. However, there were no delays or adverse events or injuries reported based on this event.